Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2000 ohms, increased threshold measurements and loss of capture. It was noted that the patient had a junctional escape rhythm, thus there was no asystole. An x-ray was taken which did not yield any significant findings. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded the same high out of range pacing impedance measurements. Subsequently the lead was surgically abandoned and the pacemaker was electively explanted. No additional adverse patient effects were reported.